Event description:
A customer reported having difficulty initiating fluid movement while using the one-link y-type microbore catheter extension set. According to the report, the customer was unable to access the site, flush, administer medications or draw blood. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was not available; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.